Manufacturer narrative:
The insulin pump was unable to perform displacement test due to completely broken off reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked case, cracked case at reservoir tube window corners, cracked display window, cracked reservoir tube window and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 13.8 mmol/l at the time of the incident. The customer stated that the plastic piece around the reservoir broke off. The product was returned for analysis.